Manufacturer narrative:
The insulin pump had no escape button response due to a flattened dome switch. The functional tests could not be completed due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a broken belt clip slot. The insulin pump was received without the belt clip and no belt clip damage could be verified.

Event description:
It was reported that the customer's keypad was not working. The only button that worked was the down button to turn on the light. The customer's blood glucose level was 63 mg/dl. Her belt clip broke. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).